Manufacturer narrative:
Located stretcher on (B)(6). Found all four casters were worn out. Would not lock in place. Replaced four casters to resolve this issue.

Event description:
Info received that all four casters were worn and would not lock in place. No injury reported.